Event description:
It was reported that the pump had a confirmed outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed extrinsic outflow graft obstruction. It was reported that the patient underwent a routine heart transplantation on (B)(6) 2021. The transplant was reportedly not due to a device related issue and the device operated as expected. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The distal portion of the pump cable and modular cable were not returned. Native tissue was returned adhered to the apical cuff and surrounded the sealed outflow cannula. Upon removal of the tissue, the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned and secured with the fully engaged cuff lock. Upon removal of the bend relief, a lengthwise crease was observed in the graft. Tissue accumulation was also present between the graft and bend relief in this location. This ingrowth appeared to have formed around and within the crease, suggesting that the graft had been distorted for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. The lumen of the outflow graft revealed no adhered depositions or thrombus formations. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the returned pump, examination of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended until the pump was explanted. (B)(6) was then cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Incidental finding: review of the submitted log files confirmed an issue with the internal current monitor circuit. This finding is unrelated to this event and did not affect pump function. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21dec2018. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The outflow graft obstruction was found during evaluation of the returned pump following the patient's routine heart transplant and appeared to be present while the pump was supporting the patient.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.